Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during a device check prior to turning on surescan mode, chronically low right ventricular (rv) lead bipolar impedances were revealed. The patient was unable to receive a magnetic resonance imaging (MRI) procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.